Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported at the connection between a line of the homechoice cassette and the bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak at the connection point where the cassette was connected to the bag. The patient reported the connection was properly tightened before therapy started and no loose connection was observed. Renal therapy services (rts) assisted the patient with ending therapy and advised to contact the nurse regarding missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.